Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced patient experienced peritonitis manifested by abdominal pain and vomiting. Six days prior to peritonitis diagnosis, the patient was hospitalized due to abdominal pain and vomiting. The cause of peritonitis was not reported. The patient was treated with unspecified antibiotic (dose, route, frequency, and duration were not reported) for the event. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was discontinued, the pd catheter was removed, and hemodialysis was started. No additional information is available.

Manufacturer narrative:
Additional information: b1, b5, b7, h1 and h10. B5: upon follow up it was reported that six days after the patient was diagnosed with an exit site infection, the patient was diagnosed with peritonitis. H10: it is likely that peritonitis was associated with the non-baxter pd catheter exit site infection. Based on additional information received, the unknown baxter disposable was determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.